Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 89 mg/dl compared with the sensor glucose reading of under 40 mg/dl. The customer also observed that the insulin pump had bad sensor alert and 2 consecutive calibration errors. She noted that the sensor needle was slightly bent when she pulled it out, but she stated that was because of the way she removed it. The customer insisted that the sensor was not working and that it had been inserted properly. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.